Event description:
It was reported that the device had premature battery depletion, and the lead had decreased impedance from 450 to 360 ohms. The device was explanted and replaced, and the lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Both the device and sprint fidelis lead model are included in a field advisory. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. No anomalies found; proximal segment returned and analyzed.